Event description:
It was reported that the recently implanted patient had been admitted to the hospital due to abdominal pain. Additional information received that the cause of abdominal pain was an unknown. The patient reprogrammed and reportedly doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the recently implanted patient had been admitted to the hospital due to abdominal pain.